Manufacturer narrative:
The product associated with this reported event was not returned for examination. Examination of provided x-rays confirmed the reported device disassociation. The product code and lot code required in searching the complaint database were not provided. The investigation could not draw an conclusions about the reported disassociation based on the provided information. Based on the performed investigation the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient revised for disassociation of the tibial insert.